Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site and found that there was an issue with the cuvette windows. The cause of the discordant, falsely low ezcr result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine (ezcr) result was obtained on one patient sample on a dimension xpand plus without hm instrument. The sample was repeated on the same instrument, resulting higher. It is unknown which result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ezcr result.

Manufacturer narrative:
The initial MDR 1226181-2016-00105 was filed on february 26, 2016. Additional information (02/02/2016): a siemens customer service engineer (cse) specialist was at customer's site. The cse checked cuvette blank and cleaned the cuvette windows, verified the alignments, performed precision testing, and ran quality controls, which were acceptable. The cause of the discordant, falsely low ezcr result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (03/01/2016): the initial MDR stated that it was unknown if the repeat result was reported to the physician(s). Siemens has received additional information that the repeat result was reported to the physician(s).

Event description:
A discordant, falsely low enzymatic creatinine (ezcr) result was obtained on one patient sample on a dimension xpand plus without hm instrument. The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ezcr result.